Event description:
Pd facility reported that during patient use, the female adaptor on the device broke in half. The patient suffered no ill effect, but was treated with prophylactic antibiotics. The sample is available for evaluation.

Manufacturer narrative:
Device history record review; no indication of the reported defect found during a review of the device history record. Lot met all release criteria. No other similar complaint has been filed on this lot. Sample analysis report: during the visual inspection of the sample received, we found the sample bag connector, upper threaded section was missing on the front red cap. This was due to an insufficient weld at the site. Corrective action: no corrective action required, since it is an isolated incident for this product code. History of internal rejections and complaints from a year ago were reviewed and no rejections or complaints of this type were found for this product code. This defect will be monitored for future recurrences. Notified production for review/training.